Event description:
It was reported that during an open pancreaticoduodenectomy, a linear cutter loading the reported reload could not be fired at the first firing on the duodenum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = damaged cartridge. The analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. In addition it was noted that the cartridge deck was damaged. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. The batch record was reviewed and no anomalies were noted during the manufacturing process.